Event description:
It was reported that, patient was complaining of pain- according to dr (B)(6), a scan was done that showed a potential fx in the area of the greater troch. He found the cup and stem well fixed and no fracture. However, there was osteolysis around the proximal portion of the stem and behind the cup. He cleaned out those areas and bone grafted them. He also replaced the poly and head.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the evaluation summary will be submitted in a supplemental report.